Manufacturer narrative:
Model number / catalog number: 72404156, serial number: (B)(4), batch / lot number: 1000013398, gtin: (B)(4), model / catalog description reservoir 100 ml pc/iz, expiration date: 11/28/2019. Manufacturer date: 11/28/2017.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unknown reasons. A new 18 cm x 12 mm inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reason for revision was due to infection with a weeping wound in the scrotum that occurred a few weeks post surgery. A complete removal and washout, new implant put in.